Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage between upward/downward and right/left angulation control knobs. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.